Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow oring at the battery cap was not visible and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Upon further review of the complaint, it was not confirmed that the battery cap threads were stripped. The user did not have the battery cap properly secured to the pump at the time of the complaint. The battery cap was tightened to the pump and there was no complaint of a power issue.